Event description:
Case #3: (B)(6) 2025: 61-year-old female with colonic obstruction and intussusception. Open colectomy performed. Patient was healthy and without sepsis. Anesthesia and the operative surgeon prepared for the use of biasurge® prior to closure. Biasurge was instilled using gravity flow without pulse lavage. The fluid was removed after one to two minutes. A hypotensive reaction requiring fluids and vasopressors. Post-operatively the patient developed elevated liver enzymes which stabilized and then returned to baseline.

Manufacturer narrative:
An investigation could not be completed because the facility does not retain the required product information and attempts to obtain it from external sources were unsuccessful. Based on the number of units distributed to date and the reported incidents, the estimated potential incident rate is (B)(4). Surveillance activities will continue to assess any emerging trends or additional reporting.